Event description:
It was reported that the (2) 35lns devices were used during an unknown procedure. It was reported by the rep that the trocars leaked and were left on the mgr's desk. It is unknown how the case was completed. There was no consequence to the pt.